Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting with 4 cycles to bilateral upper and lower abdomen using cooladvantage coolcore contour on (B)(6) 2018. Patient developed paradoxical hyperplasia (pah/ph) 4 months after treatment on (B)(6) 2018. Diagnosed on (B)(6) 2019 to upper and lower abdomen. Pah described as areas across abdomen and treatment area are firm compared to surrounding tissue.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting with 4 cycles to bilateral upper and lower abdomen using cooladvantage coolcore contour on (B)(6) 2018. Patient developed paradoxical hyperplasia (pah/ph) 4 months after treatment on (B)(6) 2018. Diagnosed on (B)(6) 2019 to upper and lower abdomen. Pah described as areas across abdomen and treatment area are firm compared to surrounding tissue.